Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the case was cracked, the upper and lower cases were both broken, it was also noted that the device failed its incoming vxi testing because the liquid crystal display was out of specification in an electrical manner, and that the lower case and battery release were contaminated, the side bail covers, ring cover, two case screws, ring cover screw, side bails and ring were missing and the battery drawer and lead flex cover were broken. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator's case was cracked. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.